Manufacturer narrative:
Product complaint # (B)(4). Event date is unknown. This report is for an unk - screws/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is expected to be returned for manufacturer review/ investigation but has yet to be received. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no conclusion could be drawn at the time of filing this report. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2021, the patient underwent for a revision surgery due to broken rods. The patient had bilateral broken rods from a surgery that was performed in 2018. The hardware from the 2018 surgery was synthes uss and the rods were broken bilaterally between l1 and l2. During the revision, the surgeon removed the rods. The surgeon replaced an unknown number of screws from the 2018 with new uss screws. The procedure was successfully completed without delay. There were no patient consequences. Concomitant device reported: unknown set screw (part # unknown, lot # unknown, quantity unknown). This complaint involves seven (7) devices. This report is for (1) unknown screws. This report is 5 of 7 (B)(4).